Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated the battery was coming to the surface of the skin and they were getting jolting sensations after going through a security system at the airport. The patient reported they went through a security system and their implant was affected. They had seen their doctor, but did not want to see the rep until the replacement was done. A revision and replacement were scheduled for (B)(6) 2019, the issue was not resolved at the time of the report. No further complications were reported or anticipated.